Event description:
Walter, m., altermatt, s., furrer, c., meyer-heim, a. Intrathecal baclofen therapy in children with acquired brain injuries after dr owning: a case series. Brain injury: [bi]. 2014: 1-6. Doi: 10.3109/02699052.2014.947630. Summary: the authors investigated clinical efficacy as well as the incidence and extent of complications regarding intrathecal baclofen (itb) therapy in children. This was a retrospective medical chart review of three pediatric patients with acquired brain injuries (abi) resulting from drowning who underwent itb pump implantation for treatment of severe spasticity. Compared to the pre-operative state, itb therapy reduced spasticity with a corresponding decrease of modified ashworth scale in upper (3.2 ± 1.4 to 1.3 ± 0.6) and lower extremities (3.5 ± 0.9 to 2.0 ± 1.0). Overall, six complications, five device-related and one accidental, were found in two out of three patients. The authors concluded that intrathecal baclofen is an effective therapy option for pediatric patients with abi after drowning to significantly reduce spasticity of upper and lower extremities. A word of caution must be addressed to the incidence and extent of complications related to itb therapy. Reported event: the patient developed a wound infection two weeks after a pump replacement. As the infection had spread across the entire system, the pump and catheter were both removed. The infection was treated with intravenous antibiotics. Nine days later, a lumbar cerebrospinal fluid leak made a revision surgery, for closure of the leak, necessary. Antibiotic treatment was also used with the closure of the leak. After the wound had successfully healed, a new pump was implanted to treat the persisting intractable spasticity that the patient had been experiencing with oral baclofen. Thereafter, no complications occurred.

Manufacturer narrative:
The reported event date reflects the date that the article was published online. It was not possible to match this event with any previously reported event. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).